Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital due to a pocket erosion and infection. The cause of the infection was not determined. The physician explanted the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead and right atrial (ra) lead. The patient was stable before, during and after procedure.